Event description:
After an implantation period of approximately 75 months it was reported that out of range impedances were detected. A new lead was implanted.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 25th may 2021 and 19th january 2022 recorded the gradual increase of the pacing impedance from approximately 2400 ohms to 2900 ohms and the varying shock impedance between 90 ohms and 135 ohms. Further analysis showed the sensing amplitude between 11 mv and 20 mv during the recorded period. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observations. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.